Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 383059 implantable pacing lead implanted: (B)(6) 2009; 5826 competitor implantable pulse generator - implanted (B)(6) 2008; 1488tc competitor implantable pacing lead - implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead had low impedances. The lead was explanted and replaced. However, while trying to implant the new atrial lead the physician was unable to pass the stylet through the body of the new lead. The lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.